Event description:
A physician reported a certas valve (828806) was implanted via lumboperitoneal shunt (lp) in (B)(6) 2021 with setting 1. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On unknown date, the patient visited the hospital complaining of headache. On (B)(6) 2023, a computed tomography (CT) scan was performed, and ventricular enlargement was observed. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). The certas valve (ID 8288046) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The catheter was irrigated, no occlusion noted. The valve was visually inspected, and the needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, but at the time of investigation, no occlusions were noted.

Event description:
N/a.